Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Noise was noted in the subcutaneous electrocardiogram (secg) both in the episode before the shock and also in an untreated episode. The s-ICD system remains in service. No adverse patient effects were reported.